Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulsetm catheter and the patient experienced a pericardial effusion that required medical intervention. Varipulsetm catheter was used in a catheter ablation procedure for paroxysmal atrial fibrillation. The pulmonary vein isolation was performed using the catheter and the procedure was completed without problems. On the same day, cardiac tamponade/pericardial effusion occurred, and medical treatment was performed. No pericardial drainage was required. There were no abnormalities observed prior to or during use of the product. Physician¿s assessment on health hazard was non-serious (moderate/slight). The physician¿s comment on the relationship with the procedure cannot be ruled out. The relationship with varipulsetm catheter cannot be ruled out. On 12-sep-2024 the patient condition was improved and was discharged from the hospital. No extended hospitalization was required. Additional information was received on 16-dec-2024. The patient fully recovered and was discharged from the hospital. Additional information was received on 06-jan-2025. Act was 350sec. One catheter was used. One transseptal puncture site was performed during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31395128l and no internal actions related to the complaint was found during the review. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).